Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test ". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("other injuries/symptoms: migraine") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the migraine and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Event injury was updated and new events: dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), other injuries/symptoms:migraines, weight gain, did not undergo confirmation test were added. New reporters, plaintiffs information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('silver colored spring with wire is present in the uterine cavity and appears superficially partially embedded within the myometrium extending into a junction with a fallopian tube') in an adult female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test ". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("other injuries/symptoms: migraine") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the embedded device, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: essure insertion and removal date provided in mr : (B)(6) 2013 and (B)(6) 2017 respectively (discrepancy noted). Right-1, left-8 trailing coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received : event "silver colored spring with wire is present in the uterine cavity and appears superficially partially embedded within the myometrium extending into a junction with a fallopian tube", reporter, lot number added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('silver colored spring with wire is present in the uterine cavity and appears superficially partially embedded within the myometrium extending into a junction with a fallopian tube') in an adult female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test ". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("other injuries/symptoms: migraine") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the embedded device, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: essure insertion and removal date provided in mr : (B)(6) 2013 and (B)(6) 2017 respectively (discrepancy noted) right-1, left-8 trailing coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device lot number:a96185 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..